Event description:
It was reported that during a bronchoscopy procedure while using this brochovideoscope, a dark debris was noted in the patient's lungs. It was also noted that the black soot/debris were also on the patient's head and pillow. It was then realized that it was from the brochovideoscope. A regular bronchoscope was then reinserted to suction out a small amount of bloody secretions along with the black colored particles which was cleared by suctioning. The patient was then awakened and was taken to the recovery room in stable condition. Subsequently, a CT scan of the chest was done for precaution post procedure and there were no findings of the foreign material. There were no further reports of patient harm.